Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the pump was alarming insulin flow blocked alarm. The caller states that the set was changed but that the pump was still alarming. The customer has tried three different sets from three different boxes. The customer¿s blood glucose was 450 mg/dl and treated with the pump and a manual injection. During insulin flow blocked alarm troubleshooting, the event was resolved by a complete set change. The reservoir will not be returning for analysis.